Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that the ins was explanted due to eri and the old leads were set to be exchanged because there was high impedances in the upper leads. Rep reported the two most distal leads broke off of the lead and were now in the epidural space still. The device has not been shipped back and the lead was thrown away.

Manufacturer narrative:
Continuation of d10: product ID 3777-75 lot# serial# (B)(6) implanted: (B)(6) 2009, explanted: (B)(6) 2025, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name; product ID 3777-75 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2009; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). Lead was already planned to be replaced to improve coverage. Stimulation in incorrect location. When withdrawing the old lead, the two distal electrodes remained in the epidural space. When old lead was being removed, two fractured electrodes remained. The rest of the lead was successfully explanted.